Event description:
It was reported that patient passed away. The patient was admitted with overall fatigue and malaise. An echocardiogram revealed worsening right ventricle failure and they were started on inotrope. After multiple discussions with providers and palliative medicine, the patient elected for compassionate withdraw of all support. Care was withdrawn. The death was not considered to be device related. The device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists right heart failure and death as adverse events that may be associated with the use of the hm 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was further communicated that the right ventricle failure did not exist pre-implant; it was not caused or contributed by a device related issue.